Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pull ring was missing from the patient line. The technical service representative assisted in retrieving the cassette. There was no patient injury or medical intervention associated with this event. No additional information is available.